Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophageal sphincter (les) during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. It was reported that they tried to reset the wire to be locked in place and made sure that it was tight. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.